Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea"), abdominal distension ("bloating"), alopecia ("hair loss") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the perforation, headache, nausea, abdominal distension, alopecia and pelvic pain outcome was unknown. The reporter considered abdominal distension, alopecia, headache, nausea, pelvic pain and perforation to be related to essure (ess205). The reporter commented: she need additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)) / my fallopian tubes was stuck against my uterus wall") and perforation ("perforation of organs") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, bloating, hot flushes, loss of energy and dyspareunia. Concomitant products included ibuprofen and sertraline (zoloft). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / periods were short and long different times"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), the first episode of headache ("bad headaches"), the first episode of nausea ("nausea"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), the second episode of headache ("headaches"), the second episode of nausea ("nausea"), abdominal distension ("bloating"), alopecia ("hair loss"), pelvic pain ("pain /pelvic pain") and migraine ("migraines"). The patient was treated with naproxen, fluoxetine hydrochloride (prozac), alprazolam (xanax), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, perforation, the last episode of headache, the last episode of nausea, abdominal distension, alopecia, menorrhagia, depression, anxiety and weight increased outcome was unknown, the pelvic pain, vaginal haemorrhage and dysmenorrhoea had resolved and the fatigue and migraine was resolving. The reporter considered abdominal distension, alopecia, anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, perforation, vaginal haemorrhage, weight increased, the first episode of headache, the first episode of nausea, the second episode of headache and the second episode of nausea to be related to essure (ess205). The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming :depression, nausea, dysmenorrhea. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received. Reporter's information was added. Date of insertion was updated. Concomitant condition, treatment drug was added. Added event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, migraines, headaches, nausea, perforation (fallopian tube(s )), depression , anxiety, weight gain. Updated outcome of events. Updated onset date of events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.